Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 using cooladvantage applicator to flanks and lower abdomen may have developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (b(6) 2021 using cooladvantage applicator to flanks and lower abdomen may have developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11658 become aware date (g3): 5/09/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks and lower abdomen on (B)(6) 2021 using the cooladvantage coolcore applicator, who may have developed paradoxical adipose hyperplasia (ph).